Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing nausea when his stimulation was on. The bsn sales rep was able to successfully reprogram the pt and the pt was experiencing less overstimulation on the right occipital nerve. The physician's assistant (pa) noted swelling on the right side and administered an injection for pain. The pa did not believe the swelling was device related. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing nausea when his stimulation was on. The bsn sales representative was able to successfully reprogram the patient and the patient was experiencing less overstimulation on the right occipital nerve. The physician's assistant (pa) noted swelling on the right side and administered an injection for pain. The pa did not believe the swelling was device related. The patient was reportedly doing well.